Manufacturer narrative:
Corrected data: device not returned an event regarding loosening of the femoral component involving an gms tibial component was reported. Conclusion: a phase 3 investigation was completed for the explanted components. The revision operative notes indicating all newly implanted devices were provided, the gmrs tibial component is not listed as being revised and therefore remains implanted. Based on the provided information and explanted devices returned, there is no indication or evidence that this device contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient needed a second knee revision due to loosening of the implant. Three products explanted and returned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient needed a second knee revision due to loosening of the implant. Three products explanted and returned.